Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in successfully doing so, and the customer was advised to continue using the pump and to call back if any malfunction code recurs.